Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy pd effluent. The cause of the event was not reported. It was reported that the patient was instructed to go the hospital; however, it was not reported if the patient was admitted for the event. Treatment and patient outcome were not reported. Action taken with pd therapy was unknown. No additional information is available.